Event description:
Allegedly one blade of reamer broke inside femoral head, and needed to be retrieved.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event device code is addressed in the package insert. Additional information has been requested from the user facility. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. This report will be updated when the investigation is complete.